Event description:
During the initial collection phase of treatment, a blood leak occurred on the pump deck surface. This was related to a possible pressure dome problem. The treatment was stopped, the patient assessed and found without complaints. Vital signs were stable. Therakos was notified and the kit was sequestered. The device to be returned by biomed to therakos for further investigation and the kit for credit. The cellex instrument will be scheduled for service. Proceeded with extracorporeal photopheresis (ecp) using a different instrument and different kit lot number. Ecp was restarted using a diferent cellex instrument and a different kit lot number with no issues.